Event description:
The patient telephoned technical support stating he was experiencing cramping and pain during his continous cycling peritoneal dialysis (ccpd) treatment. He also reported his last drain solution was cloudy. During follow up of this event the patient's peritoneal dialysis registered nurse (pd rn) confirmed that the patient was diagnosed with peritonitis and was admitted to the hospital. She did not know the organism identified. The pd rn further stated the cause of the peritonitis was believed to be touch contamination. There were no fluid leaks during treatment alleged and this was confirmed during a search of the pilgrim database for complaints 72 hours prior to the date of this event. The patient continues with his peritoneal dialysis catheter. The patient's cycler was replaced.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported diagnosis of peritonitis. A supplemental medwatch report will be submitted upon completion of the investigation.